Manufacturer narrative:
(B)(4). CAPA: the reported events are expected. The warning section of the instructions for use states that rare post-market reports of immediate post-injection reactions included extreme swelling of lips, the whole face and symptoms of hypersensitivity such as anaphylactic shock have been reported. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14878. Pharmacovigilance comment: the serious events of anaphylactic reaction, angioedema and obstructive airways disorder and non-serious event of urticaria were considered expected and possibly related to the treatment. Potential contributory factors include concomitant treatment with juvederm ultra plus xc. This case meets the criteria for expedited reporting to regulatory authorities due to the need for intervention at the emergency room. Device not available to manufacturer for evaluation.

Event description:
(B)(4) is a spontaneous report sent on 28-jun-2017 by a health professional which refers to a female patient. The patient had a benign medical history, concomitant treatments were none and she had no severe allergies. The patient had previously received treatment with juvederm. Concomitant treatments included juvederm ultra plus xc [juvederm ultra plus xc] to unknown areas. On (B)(6) 2017, the patient received treatment with an unknown amount of restylane-l (lot 14878) to an unknown area with an unknown needle type and unknown injection technique. Two (2) days later, on (B)(6) 2017, while at the gym, the patient experienced an anaphylactic reaction(anaphylactic reaction), angioedema(angioedema) at face and eye lid, hives(urticaria) and her airway closed off(obstructive airways disorder). Treatment for the adverse event included: visit at the emergency room (ER) where she received treatment with unspecified steroids. No hydase [hyaluronidase] was administered. Photo documentation was received. Outcome at the time of the report: anaphylactic reaction, angioedema, hives and airway closed off were recovered/resolved.